Event description:
It was reported that the patient with this Neurostimulator (INS) had their implant incision assessed and noted their incision had opened with their Tined Lead being visible. The patient planned to discuss this with the physician on what options to take. Additionally, the patient denied any trauma to their implant site. They did not realize it was open until the advanced practice provider assessed it at the office appointment. Later, the patient only ended up having a pocket revision to close the pocket. No signs of infection. They received antibiotics during surgery. No medication or treatment post-surgery. The patient is doing well now and incision is healing appropriately. The physician believes the incision opening was due to an inexperienced resident closing the incision. The patient has already had a follow-up appointment and has been released.

Manufacturer narrative:
BLOCK D2B: PRODUCT CODE: ADDITIONAL PRODUCT CODE QON BLOCK G4: PREMARKET / 510(K) #: ADDITIONAL PREMARKET / 510(K) # P190006 UDI FOR CONCOMITANT PRODUCT, TINED LEAD: BLOCK D10: MODEL NUMBER/CATALOG NUMBER: 1201 SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: AL10021069 MODEL/CATALOG DESCRIPTION: TINED LEAD UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS NEUROSTIMULATOR (INS) HAD THEIR IMPLANT INCISION ASSESSED AND NOTED THEIR INCISION HAD OPENED WITH THEIR TINED LEAD BEING VISIBLE. THE PATIENT PLANNED TO DISCUSS THIS WITH THE PHYSICIAN ON WHAT OPTIONS TO TAKE. ADDITIONALLY, THE PATIENT DENIED ANY TRAUMA TO THEIR IMPLANT SITE. THEY DID NOT REALIZE IT WAS OPEN UNTIL THE ADVANCED PRACTICE PROVIDER ASSESSED IT AT THE OFFICE APPOINTMENT. LATER, THE PATIENT HAD SURGERY TO EXPLANT THEIR INS AND TINED LEAD. ALONG WITH THE VISIBLE TINED LEAD, THE PATIENT CONTINUED TO FEEL A SHOCKING SENSATION AT THEIR INS SITE. THERE WAS NO FURTHER PATIENT COMPLICATIONS REPORTED.

Manufacturer narrative:
Block D2b:Product Code: Additional product code QON.Block G4:Premarket / 510(k) #: Additional Premarket / 510(k) # P190006.UDI for Concomitant Product, Tined Lead:Block D10:Model Number/Catalog Number: 1201,Serial Number: (b)(6),Batch/Lot Number: AL10021069,Model/Catalog Description: Tined Lead,Unique Identifier (UDI) #: (b)(4). Block H11:Investigation details:The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of Extrusion and Undesired Sensations (Non-Target Stimulation Area) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Correction:Block B5 StatementBlock H6: Impact Code.